Manufacturer narrative:
Section b3: date of event: the exact date is unknown. The best estimate is between the implant and explant dates, oct 6, 2014 through jul 10, 2023. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code: code 4581 is to capture device decentered or dislocated or tilted subluxated or wrong position. An attempt was made to get the missing information. However, the customer indicated no more information is available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the johnson and johnson (jnj) intraocular lens (iol) dislocated post implantation. The iol was explanted from the patient¿s left eye. An unplanned vitrectomy was required. The replacement lens is the same model but a different diopter, model za9003 22.5 diopter. Reportedly, the patient has fully recovered. No further information was provided.

Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: aug 14, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of a lens case (sn scratched off). No additional materials were received. Visual inspection under magnification revealed that the complaint lens was received cut in half and with a bent haptic. The lens was cleaned and, no further issues could be identified. Based on the return condition of the lens, no further product evaluation could be performed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.